Manufacturer narrative:
The sample was tested in a reference laboratory using western blot (ldbio-toxo ii igg) methodology where the toxo igg result was confirmed to be correctly positive. No product problem was found.

Manufacturer narrative:
The cobas e 801 immunoanalyzer serial number was(B)(6). The qc and the calibration report did not show any issues. The investigation is ongoing. H3 other text : na.

Event description:
We received an allegation about a questionable high result for 1 patient's serum sample tested with elecsys toxo igg assay on a cobas e 801 immunoanalyzer when compared to a non-roche (diasorin liaison xl) toxo igg. On (B)(6) 2023: initial result: 69.4 iu/ml (reactive). Repeat result: 3.0 iu/ml (diasorin liaison xl, non-reactive). No questionable result was reported outside the laboratory.